Event description:
Baxter (B)(4) received a report that an intermate had a distal luer lock that was "cut off." It is currently unknown at what stage the problem was noted. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no report of patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination confirmed the reported condition as broken/cut tubing at the luer post. The root cause was determined to be stress applied to the tubing from the slide clamp while in the shrink wrap packaging. The placement of the slide clamp adds stress to a pre-stressed system. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Manufacturer narrative:
(B)(4). Additional narrative: a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.